Manufacturer narrative:
Investigation summary: it was reported a piece of rubber was stuck in the needle. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The sample was then connected to a syringe with saline solution. The solution expelled with a normal flow. A device history record review was completed for provided material number 305180, lot 2228438. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ blunt fill needle experienced foreign matter stuck in needle causing blockage. The following information was provided by the initial reporter: when they use them to draw the medical from the vial, it is puncting the vial the piece of the rubber is stuck in the needle.